Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A clinical manager reported a patient experienced a corneal burn during a procedure. The surgeon's procedure notes stated the "phaco machine sounded differently" and "a small white area was seen". Add'l info has been requested.